Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was falsely triggered since the data required for bpa calculation was lost during the reset and firmware reload process. An interrogation of the device revealed the device was above elective replacement indicator (eri) level when received. A longevity calculation was performed based upon programmed settings and usage data and the battery depletion was observed to be normal. No anomaly was detected.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a battery performance alert (bpa) was observed by the physician. Technical support reviewed device session records and suspected the bpa was falsely triggered. Furthermore, the physician states the device is performing as expected and does not allege premature battery depletion. No intervention has been performed at this time, however, the physician is determining whether or not the device should be replaced. The patient was in stable condition and will continue to be monitored.